Event description:
A malfunction was reported on the pump by the caller. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support guided the customer through resetting the pump successfully, and the malfunction did not recur. The customer was informed to continue using the pump and to contact support if further malfunctions occur.